Event description:
I originally had lasik surgery on both eyes in 2000 by dr. (B)(6). Approx six months later, the same eye surgeon performed an enhancement procedure. Approx 3 years later, my vision started to deteriorate in my right eye. I scheduled a visit with dr. (B)(6) my eye surgeon and was diagnosed with post lasik ectasia. My eye surgeon then told me there was nothing he could do for me. I had to search for medical assistance elsewhere. I spent the next 15 years seeing numerous procedures to restore my vision including cornea crosslinking and surgery for placement of an internal lense. I was able to wear a rgp contact lens for a few years until my cornea became paper then. At this time, I live in pain most of the time. In 2014, I developed a cataract in the right eye which was exacerbated from the internal lens. My vision in my right eye was 20/200 and I was legally blind in my right eye. I fell often (missing steps) and had several car accidents due to my poor depth perception and horrible night vision. Finally in (B)(6) 2015, I had to have a cornea transplant in my right eye which was successful and I recently celebrated my 2 year anniversary. The frustrating part of this horrible experience I dealing with medical insurance companies who insist that post lasik keratoconus (ectasia) is not recognized as an "approved" illness. Therefore I have spent thousands of dollars of my own money.